Event description:
The customer reported that an error code displayed upon start-up of the system. Eight cases were cancelled. The first pt was prepped and had received a block. No additional information is expected.

Manufacturer narrative:
A company service representative examined the system and confirmed the failure. He found that the fluidics module was not being recognized. He replaced the fluidics module. Investigation, including root cause analysis is in progress.